Event description:
Caller states that the device produced a result of 1.3 inr while an additional professional device read >8 inr. No action was taken based on device results. A lab was drawn which read 1.8 inr. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.